Event description:
Literature article reviewed. Chen yirui weili. Effect of titanium binding band combined with hip arthroplasty in the treatment of femoral trochanteric comminuted fracture in the elderly. China medical herald. 01 feb 2019. The article's purpose was to investigate the effect of titanium binding band combined with hip arthroplasty in the treatment of elderly patients with femoral trochanteric fracture. Patient data: eighty elderly patients with femoral fracture who received treatment were selected as the study subjects. All patients were diagnosed by clinical symptoms combined with x-ray and CT imaging examinations. Depuy products: ¿johnson and johnson prosthesis¿ product line not specified. Adverse events ¿ treatment not described within the article for any aes. (4) peripheral osteosclerosis, (3) stem loosening, (3) stem migration.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.